Event description:
On 10/5/2022, it was reported by an arthrex employee via email that an ar-8701 micro suture lasso looped wire broke while trying to remove it with a grasper. This was discovered during an unspecified procedure on (B)(6) 2022. Case was completed using a product from another manufacturer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is not confirmed. (1) unpackaged ar-8701 was received for evaluation. The wire loop was not returned. Visual evaluation revealed no apparent issues with the device. Since the wire loop was not returned, the allegation cannot be verified. No problems were found with the returned device.